Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported film/sticky residue on scope during set up / inspection for use (during set up in room / before patient in room) involving an olympus colonovideoscope. There was no patient injury reported.